Event description:
It was reported that the patient had an infection at the battery site. It was noted that the surgeon elected to remove the device. It was further noted that the surgeon may ¿re-implant once the infection was gone.¿ additional information received reported that ¿they believed the infection was caused by a suture.¿ it was noted that the physician used the term ¿suture abyss.¿ no culture was taken. It was noted that the patient was getting effective therapy. It was noted that the patient¿s ¿diaphragm tightness had eased to the point that it was not a problem¿ it was further noted that the patient¿s device was still implanted.

Manufacturer narrative:
Product ID 3877-60, lot# 0207014828, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3877-60, lot# 0206506856, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).